Event description:
It was reported the patient received the following results within 15 minutes: 291 mg/dl (instant) and 120 mg/dl (aviva).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).